Event description:
It was identified that the siderail would not latch/lock due to the latching assembly needing to be readjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.